Event description:
While ambulating with the device, a wheel came off, the end user fell and she fractured her hip.

Manufacturer narrative:
The end user was ambulating with the rollator. One wheel came off and she fell, fracturing her hip. She was hospitalized and a hip pinning was performed. No post op complications resulted and she was subsequently discharged. The sample was returned. It was worn and the threads on front insert were beginning to strip. There was significant wear found on the rear wheels indicating that weight had not been evenly distributed on the device while in use. It is possible that the end user may have been self propelling or pushed while sitting on the device. This is contra indicated and stated as such in the owner's manual. There was no evidence that ongoing maintenance was performed on the device.